Event description:
On (B)(6) 2022, it was reported by an arthrex employee via email that an ar-2324slm swivelock anchor separated from suture. This was discovered post operation via x-ray. The procedure performed was an reduction and fixation of avulsion fracture of the greater tuberosity of humerus and it took place on (B)(6) 2022. A revision surgery has not yet occurred but it will be schedule for the near future. No further information has been given as of today. Additional information received on 5/9/2022: surgeon became aware of device failure three days after the procedure on (B)(6) 2022. Revision surgery has yet to be schedule.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to a patient-specific event.